Event description:
It was reported that a burn was found on a pt after undergoing a 4-hour microdiscectomy (spinal) surgical procedure performed with an opmi cs-nc surgical microscope. The burn was described as approx nickel-sized of unk degree. No blister was detected, but the area was white. It was further reported that the pt has subsequently returned to the site for eval of the wound, although no treatment was recorded in the pt's records.

Manufacturer narrative:
The site reported that the light intensity of the microscope increased during surgery for approx 5 mins and they were unable to turn it down. The light then went off. After turning the light back on, the intensity again increased on its own. The surgery was then completed. A field svc engineer (bse) evaluated the instrument and could not reproduce the reported problem. The fse verified that the light intensity knob was functioning correctly and that no lenses were missing from the superlux 300 high intensity light source. The fse could not determine if the bulb used was a zeiss bulb, however, noted that the tamper seal on the bulb had been removed. The tamper seal indicates, in effect 'danger, do not remove'. As the seal was removed, it may indicate that the customer had replaced their own bulb. The hour counter for the operation of the bulb indicated 0 hours left. The user manual provides warnings that if the light source is used improperly, it can cause thermal damage to skin or tissue and to monitor the effects of illumination closely when it is used during prolonged exposures or at or near maximum brightness settings.